Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device service required. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During evaluation pca burned was observed and additional failures are scratched display and iso port contamination. The customer complaint was reproduced. There was one error has been identified. The device was scrapped.